Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with cracked battery tube threads.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 300 mg/dl. The customer went into a state of diabetic ketoacidosis but was not hospitalized. The customer was treated for the high blood glucose with six units of insulin. The customer stated that there was an absence of a no delivery alarm. The customer was assisted with a self-test but the insulin pump failed. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.